Manufacturer narrative:
Device evaluation: the lens was returned in a micro centrifuge vial with moisture on lens. There was clear surgical residue/debris on product. Visual inspection found foreign material on lens surface (residue on lens) and the lens missing a piece of haptic. (B)(4).

Manufacturer narrative:
This product is not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -7.00 diopter, in the patient's left eye (os) on (B)(6) 2017. On (B)(6) 2017 the lens was exchanged for a shorter lens due to excessive vault. The problem was resolved. The complaint report adds that the lens was damaged during explant.